Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an interlin luer lock injection site had a dark and rusty discoloration; at "first glance it look[ed] like dried blood". The particulate matter was observed in the devices cap. This malfunction was observed when the package was opened, before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was not returned; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up medwatch will be submitted.